Event description:
It was reported that the patient received a realize adjustable band on (B)(6) 2010. Post-implant, the port was found to be flipped. It was flipped off the tubing. It is unknown how it was detected. The customer could not provide how many adjustments the patient had or the amounts. The amount of fluid in the band was also unknown. The port was replaced on (B)(6) 2011. Per the customer, the original port was anchored using the port applier and the hooks looked good. The patient has been discharged home.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and no discrepancies were recorded during the manufacturing process in relation to the alleged issue. The injection port with locking connector and tubing strain relief were returned for evaluation. Upon visual inspection, the injection port returned covered of biological debris. The actuator ring from the injection port was returned in locked position, hooks were deployed. Upon microscopic evaluation it was noted that the septum was punctured 21 times. A blockage test and leak test was performed on the injection port with a successful result, no blockage or leakage was found. Dimensional analysis around tubing connection was performed and all measurement meet specification. A functional test was performed on the injection port with an unsuccessful result; biological debris impeded the mechanism. Biological debris was removed by koh 40-45% solution and new functional test was performed on the injection port with a successful result, hooks were deployed and retracted. Device returned fully functional.